Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the atrioventricular fistula. A 5.0mm x 40mm, 75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. The procedure was completed with another of the same device. No patient complications were reported.